Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging illness related to a CPAP device's sound abatement foam. Patient said that have cancer and is going through chemotherapy right now and really needs to use the device but did not feel comfortable with using the device because already fighting cancer. The reported event of cancer, going through chemotherapy and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. No other medical intervention/treatment or additional information was reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer. The patient did receive medical intervention and reported to be receiving chemotherapy. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).